Event description:
It was reported that the patient presented for an implant procedure. During the procedure the lead exhibited failure to extend helix. The lead was removed. Patient was in stable condition.